Manufacturer narrative:
This report is submitted on november 1, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth which was cauterised using silver nitrate (date unknown). The implant remains in-situ.